Event description:
During a neurovascular procedure, the enterprise vrd stent resisted coming out of the prowler select plus microcatheter used during the case, and the stent was damaged. After the event, another 28mm enterprise was used without issue with the same microcatheter to complete the procedure and without target being loss. During insertion, the y connector was opened sufficiently to allow the passage of the enterprise introducer, and the tuohy or y connector was closed to secure the enterprise introducer and prevent movement. The enterprise introducer was completely seated in the microcatheter hub, and there were no damages noticed on any section of the delivery system that may have contributed to the event. The mc was not re-shaped prior to use, and a constant flush was maintained at all times through all the systems. The target site was the distal ica. The procedure went fine, and the patient did well. No adverse event was reported. No further information was available, and the product is not going to be returned for analysis.

Manufacturer narrative:
Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10057473. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the resistance encountered when deploying the enterprise out of the microcatheter or the reported stent damage. Based on the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.